Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the ise (ion selective electrodes) processing pcb (printed circuit board) to resolve the issue. The fse verified the instrument operation. The

Event description:
The customer stated that their au5800 clinical chemistry analyzer generated erroneous sodium (na), potassium (k) and/or chloride (cl) results. The results were reported out of the laboratory. There have been no reports of impact to patients. The instrument was generating serum standard stability errors at the time of event. Quality control (qc) prior to this event was out of range in one incident ((B)(6) 2016), and it was within the acceptable range after rerun with fresh sample.